Manufacturer narrative:
Name and address: phone: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, the basket of an ncircle tipless stone extractor would not open and close properly. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Event description: as reported, during an unspecified procedure, the basket of an ncircle tipless stone extractor would not open and close properly. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned in an open package. The handle and the basket formation were in the open position. The device appears to have been used. There was damage to the distal tip of the basket sheath and biomatter on the distal tip of the basket as well as on the handle. A functional test determined the handle did actuate basket formation, however due to the damage on the sheath, it was difficult to close and did not have the proper shape. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was not the correct the shape, and the basket would not fully close. Heavy bio-matter was observed on the device, indicating it was used. The distal end of the sheath was damaged. The cause for the observed damage could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.